Manufacturer narrative:
Concomitant medical products: 4023 lead, implanted: (B)(6) 1995. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a pacing lead warning for low impedance. The lead remains in use. No patient complications have been reported as a result of this event.